Event description:
It was reported that the manual release was not locking into place. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Locking manual valve.